Manufacturer narrative:
One smiths medical medfusion pump was returned with a broken top case and cracked right plunger case and battery door. Event log history was performed and indicated that motor not running was recorded in history. During analysis motor not running was found at occlusion test. It was noted that normal wear was the cause of the reported issue. Service replaced motor assembly, worm gear, leadscrew and clutch halves, top case, right plunger case and battery door to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that the motor of a smiths medical medfusion pump was not working and issues with the top case were noted. No adverse effects were reported.

Manufacturer narrative:
H6) additional information was received indicating that the reported event occured during testing; there was no patient injury.